Event description:
It was reported that the screw broke and the head of the screw was unable to be retrieved from the patient. The surgeon stated they did not believe it will cause any detriment to the patient.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.